Event description:
It was reported that due to a right cylinder tear and dimpled pump the patient had his inflatable penile prosthesis (ipp) cylinder and pump removed and replaced. The ipp was explanted and new components consisting of a 18cmx9.5mm cylinder and pump were implanted. It was further reported that the cylinder had fluid loss due to the tear and the fluid loss occurred two weeks ahead of this surgery. The patient complains about the lack of inflation of cylinder. The patient got well after this surgery.

Manufacturer narrative:
Product analysis summary: product analysis confirmed the reported allegation of a cylinder tear, which led to fluid loss. DHR review similar complaint review: review of manufacturing documentation was performed to ensure that all required inprocess and final inspections and testing were completed. Review of the manufacturing records for tcf 173577 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process risk review- the ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required labeling review- there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. No further review is required. Shipping review: shipping review is not necessary because the lot number is known. An allegation of fluid loss and device malfunction were reported. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump failed the valve deactivate test. The analysis therefore confirmed a device malfunction. If further information is received at a later date, the product investigation will be reopened to address the additional information. Correction to h2, h3, and h6: updated to include device analysis. Pump model- 72404310; lot sn- (B)(6); mfg date- 05/11/2017; exp date- 05/11/2022; gtin- (B)(4).

Manufacturer narrative:
Pump model- 72404310, lot sn- (B)(4), mfg date- 05/11/2017, exp date- 05/11/2022, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to a right cylinder tear and dimpled pump the patient had his inflatable penile prosthesis (ipp) cylinder and pump removed and replaced. The ipp was explanted and new components consisting of a 18cmx9.5mm cylinder and pump were implanted. It was further reported that the cylinder had fluid loss due to the tear and the fluid loss occurred two weeks ahead of this surgery. The patient complains about the lack of inflation of cylinder. The patient got well after this surgery.